Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned loading unit noted that the channel connectors of the loading unit were bent away from the inside channel wall of the loading unit. Functionally the loading unit was able to communicate with the representative handle but was unable to recognize a new staple cartridge. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the bent channel connectors of the loading unit may be replicated during inadequate/unsuccessful loading attempts. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, on the first firing of the first reload being applied to the stomach, the surgeon pushed the green button and the screen had been disappeared. The rotation buttons were active but just the green buttons were inactive and the device jaws lock on tissue. All the components of the device removed one by one. The surgeon tried to change the loading unit and loaded two other more reload, but it did not fire anymore. Finally the surgeon decided to complete the resection manually with manual stapler and the procedure was delayed at least 30 minutes. There was no patient injury.